Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. There were no additional adverse patient effects reported. The ICD remains in service.